Event description:
It was reported that the device was used during an unknown procedure. The device emits fast steady tones and the electrical connector became unattached. Another device was used to complete the case. There was no consequence to the patient.